Event description:
It was reported that there was exposed wire on a dermatome. No injuries were noted. No other adverse event was reported along with this.

Manufacturer narrative:
This complaint has been recorded under (B)(4). Once investigation is completed a supplemental/final report will be submitted.

Manufacturer narrative:
This complaint has been submitted under (B)(4). Review of the most recent repair record determined wires were exposed and the head was damaged. The head and other parts were replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.